Manufacturer narrative:
Further investigation cannot be pursued as no lot number/serial number was provided. Trend code analysis is performed in the monthly complaint review. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; 1st inratio: 1.5; 2nd inratio: 2.7. Time between tests: 5-10 minutes. Therapeutic range: unk. Pt self tester informed technical services that their inr is erratic.